Event description:
During a follow-up on (B)(6) 2016, the software version of the device was upgraded. ICD check was performed in the programming session immediately after the software upgrade. During this session, the reset button in the statistics section was grayed out. In addition, when the ¿details¿ button was pressed, no options in blue could be selected other than ¿detailed statistics¿ (i.e. Checkboxes such as ¿summary¿ and ¿24h hr curve¿ could not be selected). After the ICD check was completed, the programming session was ended and the ICD was interrogated again. Following the re-interrogation, the reset button was able to be pressed on the overview screen and all ¿details¿ options could be selected on the report screen. Preliminary analysis results showed that the ICD behaved as specified.

Event description:
During a follow-up on 31 october 2016, the software version of the device was upgraded. ICD check was performed in the programming session immediately after the software upgrade. During this session, the reset button in the statistics section was grayed out. In addition, when the ¿details¿ button was pressed, no options in blue could be selected other than ¿detailed statistics¿ (i.e. Checkboxes such as ¿summary¿ and ¿24h hr curve¿ could not be selected). After the ICD check was completed, the programming session was ended and the ICD was interrogated again. Following the re-interrogation, the reset button was able to be pressed on the overview screen and all ¿details¿ options could be selected on the report screen. Preliminary analysis results showed that the ICD behaved as specified.